Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibial component at the cement to implant interface due to neuropathy. Depuy cement was used. Doi: (B)(6) 2018 dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous device history record (DHR) review was conducted by the manufacturing site. 1 unrelated non-conformances on this batch. Final micro and sterility tests passed. H10 additional narrative:  details for gentamicin component of combination product: ¿ dmf# - 13704. ¿ trade name ¿ gentamicin sulphate. ¿ active ingredient(s) ¿ gentamicin sulphate. ¿ dosage form - powder. ¿ strength ¿ 1.0g active in our cements.